Event description:
It was reported that pump displayed altitude alarm and later allowed insulin delivery to resume. There was no adverse impact to the customer¿s blood glucose level. Customer did not need to replace cartridge, insulin was not suspended at time of call, and Technical Support provided tips to prevent altitude alarms, which customer understood and acknowledged; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.